Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received battery out limit alarm, failed battery test, and motor error alarms. The customer's blood glucose level at the time of battery out limit alarm was 184mg/dl. The customer's blood glucose level at the time of motor error was 160mg/dl. Troubleshoot was conducted and the customer states the motor error has occurred more than once. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm during testing noted and the motor passed motor test. The insulin pump was received with normal operating currents. No unexpected failed battery test, weak battery or battery out limit alarm noted. The insulin pump was received with minor scratched display window.